Event description:
Patient notified pmd that the area around the insertion site became irritated and possibly infected following three days of device wear. Patient telephoned the prescribing physician to notify her of the discomfort. Based on the information provided by the patient via telephone, the prescribing physician diagnosed the condition as a possible staph infection and prescribed penicillin. Further medical intervention was not necessary and the patient has not suffered any permanent effects. Suspect device was not available for return to conduct analysis.

Manufacturer narrative:
Patient stated that neither she nor the prescribing physician, who instructed the patient on proper application of the device and applied the device giving rise to this event, swabbed the insertion site with alcohol or similar disinfectant prior to device application. The user guide clearly states to "swab the skin with alcohol or similar disinfectant where you intend to apply the I-port."